Manufacturer narrative:
The reported issue is currently under investigation. A follow-up report will be filed when add'l details become available.

Event description:
It was reported that there is an image issue with the 2800 sys. It was reported that the aec image has to be ran at -2 to get a "nice" image. There was no report of pt injury.